Event description:
Patient had an open reduction and internal fixation surgery (orif) subsequent to a motor vehicle accident. Her right ankle became "symptomatic" sometime prior to the secondary surgery to remove the screw. There were other screws and a 5 hole plate also implanted during the original surgery.